Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 277040510, lot#: e0108, supplier: (B)(4), release to warehouse date: (B)(6) 2008. No non-conformance reports (ncr's) were generated, during production for this part/lot combination. A product investigation was completed. Upon visual inspection, it was observed, that there were scratches and discoloration on the device, but has no impact on the functionality of the device. No other issues were identified with the returned device. A functional test was performed. The torque of the device measured, during calibration testing was not within the specified torque range. Hence, the torque test failed low. Based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint condition was confirmed. There is no indication, that a design or manufacturing issue has caused the complaint condition. And hence the root cause cannot be determined. The potential cause could be, due to device maintenance. Based on the investigation findings, it has been determined, that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the torque handle was found to be out of drawing specification. There was no known patient or hospital involvement. This report involves one (1) torque wrench. This is report 1 of 1 for (B)(4).